Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the new traches were flexible, clear, with a taperguard cuff instead of barrel shape cuff, and the 15mm connector was now attached to the flange, not the inner cannula. The tumors usually being dealt with could not have flexible materials and are not applicable for patients with chronic traches.